Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a routine follow up this device exhibited noise resulting in oversensing and pace inhibition. It was noted that the pace impedance measurements and pacing thresholds were normal, and noise was not reproduced. At this time no further information was provided by ts. No adverse patient effects were reported.